Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the subject device was returned with the microcatheter and rotating hemostatic valve (rhv). The stretched coil was partially returned inside the rhv and partially outside the microcatheter. Significant procedural fluid was noted on the device. The coil delivery wire was separated from the coil due to a break at the detachment zone. The main coil was seen to be stretched. The main coil suture was broken. The main coil was broken/fractured. Functional inspection was not performed due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on returned device inspection. The device failed to meet specifications when received for complaint investigation based on the damage noted to the device. It was reported that while deploying the coil in the aneurysm, the operator felt a snap at the end of the coil. In attempt to remove the coil, the coil stretched and broke further. The coil was removed with a snare and the case was completed successfully. It was noted that the procedure was completed with a smaller sized coil. The device was returned for analysis, and it was noted that the coil was extensively damaged. An assignable cause of procedural factors will be assigned to the as reported events: ¿main coil stretched¿ and ¿main coil broken/fractured during use¿ and as analyzed events: ¿main coil stretched¿, ¿main coil broken/fractured during use¿, ¿main coil prematurely detached/separated during use¿, ¿main coil suture damage¿ as the complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
During coiling of wide neck left main coronary artery (lmca) aneurysm procedure, the operator used the subject coil. Midway during deployment of the subject coil, the operator felt a snap at the end of the coil while it was being positioned in the aneurysm lumen. Attempts to push the subject coil were made, but the coil did not move. Re-sheathing of the subject coil was not possible. Attempt to remove the entire subject coil was done by removing the microcatheter system, however, there was further unraveling of the subject coil wherein it cut under the tension and its unraveled segment remained in the guiding catheter while the intact coil is still partially deployed in the aneurysm. The entire coil was successfully retrieved using a snare. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
During coiling of wide neck left main coronary artery (lmca) aneurysm procedure, the operator used the subject coil. Midway during deployment of the subject coil, the operator felt a snap at the end of the coil while it was being positioned in the aneurysm lumen. Attempts to push the subject coil were made, but the coil did not move. Re-sheathing of the subject coil was not possible. Attempt to remove the entire subject coil was done by removing the microcatheter system, however, there was further unraveling of the subject coil wherein it cut under the tension and its unraveled segment remained in the guiding catheter while the intact coil is still partially deployed in the aneurysm. The entire coil was successfully retrieved using a snare. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.